Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. It was reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, it was reported that the male adapter of a syringe was connected to the middle clave y-site of the tubing set to deliver an unspecified concentration of versed IV push. It was reported that while delivering the medication, the clave port separated from the y-site and solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.